Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) treatment procedure a quantum maverick monorail dilatation catheter was unable to dilate the stented area. The patient was treated for an angina pectoris. The target lesion was located in the right coronary artery (rca). It was 95% stenosed, de novo and eccentric. There was a total occlusion. Due to the severe calcification and tortuosity, the quantum maverick monorail dilatation catheter could not support the non-bsc stent to be apposed completely. The procedure was completed successfully with another device. No patient complications were reported and the patient's status is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
Device evaluated by MFR: the catheter was received in two pieces. The hypotube was completely separated 82cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was blood in the wire lumen and folds of the balloon. The balloon was tightly folded. Further inspection of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).